Manufacturer narrative:
The device was returned for analysis. A catheter labeled as cook and a coil were returned for this complaint. The cook catheter will be storage with the complaint device as per internal procedures. The coil interlocking arm was found detached from the rest of the coil, in addition it was not returned. The coil was returned stretched near the interlocking arm end. Microscopic inspection of the main coil was performed and revealed that the zap tip has a smooth surface. Dimensional inspection of the coil that could be measured were performed and were within specifications.

Event description:
Reportable based on device analysis completed on 13-dec2-018. It was reported that the coil detached inside the catheter. The target lesion was located in the severely tortuous internal iliac artery. A 10mmx40cm interlock-35 was selected for use. During procedure, the coil was placed in the 0.038inch non- bsc angiographic catheter. Consequently, it was noted that the coil got detached as the coil interlocking arm detached from the interlocking arm of the pusherwire while inside the catheter. The coil was then completely removed together with the catheter. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good. However, device analysis revealed that the interlocking arm detached from the rest of the coil and was not returned.